Event description:
Customer reported his sensor readings are inaccurate. Customer's current blood glucose is 228 mg/dl, but his sensor reading is 305 mg/dl. Customer uses proper sensor insertion and calibration methods. Customer was advised that the sensor should only be used to see his overall trending patterns, and not for treatment. Customer was advised to monitor the issue and call if it recurs. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.